Event description:
User experienced less than 10 patient samples with erroneous results for ises between (B)(6) 2007 and (B)(6) 2007. Only the following 2 examples were provided: initial sodium result 138 mmol/l, repeat 130 mmol/l. Example 2, initial result 132 mmol/l, repeat 141 mmol/l. Erroneous results were not reported. The field service representative performed performance check tests which were within specification.